Event description:
Patient reported device "went outside the muscle". Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Event description:
Patient reported device "went outside the muscle". Later patient reported "bottomed out". This relates to the right side. Device was explanted and replaced, will not be returned.